Event description:
Customer's father reported hospitalization due to hospitalization. The blood glucose reading at the time of the event was 497 mg/dl. Customer was vomiting. Caller stated that customer had a bent cannula. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.